Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the user reportedly observed that the autopulse platform (sn (B)(4) ) was unable to power on. There was no patient involvement on this event.